Event description:
It was observed that during the device evaluation, the camera head had noise occurring and no image was displayed, the coupler unit was deteriorated and disconnection in the cable unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to disconnection in cable unit, noise occurs and no image is displayed. Also, for coupler unit was deteriorated cause due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.